Manufacturer narrative:
H4: the lot was manufactured from april 24, 2023 - april 27, 2023. H10: four (4) actual samples and two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) minicaps had inadequate iodine; further described as ¿the sponges inside the minicaps appeared a little dry." The iodine appeared more brown than red in color. This was observed before use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.